Event description:
The customer reported erroneous differential results were obtained when using the unicel dxh 800 coulter cellular analysis system. The test results were determined to be erroneous when compared to manual differential results for the two patients. No erroneous results were reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed a shift of the diff plot. The fse found that latron and quality control sample results were within specifications. To address the issue, he flushed the dv (distribution valve) and associated tubing with bleach solution, backflushed flow cell with bleach solution and checked the mtm optical alignment. Shutdown, daily checks and controls were run to verify system operation. Raw data was collected, and analysis is pending. If the analysis of the raw data identifies additional significant information, a follow-up MDR will be completed. Identified failure modes: the sample pathway from the dv to the flow cell for vcs analysis was cleaned/bleached to address the issue. Upon recur of the failure mode, erroneous differential, nucleated red blood cell, and/or reticulocyte results are likely resulting from improper sample flow from the distribution valve to the flow cell sample line for vcs analysis. Evaluation of product labeling: per dxh800 instructions for use, pn (B)(4): the dxh 800 system manager includes flags, codes and messages to alert you to issues with patient or control results.